Event description:
It was reported that the heart rate of this patient with implantable pacemaker went down. In addition, the physician was concerned about the device function and the battery of the device but they let the patient go home. Boston scientific technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported.